Event description:
Patient underwent aortic valve replacement and single vessel coronary artery bypass in 2002. Post operatively patient returned to surgery for re-exploration of mediastinal bleeding. Patient coded the following month and expired. During autopsy on the following day. A phrenic nerve pad was noted to have been retained in the pericardial space adjacent to the heart.